Manufacturer narrative:
After several attempts, we have been unable to reach the doctor since the initial report of the incident. Item and lot number information was not provided to complete an investigation.

Event description:
The doctor stated to a porex surgical distributor that the pt received medpor helical rim and ear base implants. The doctor stated that the implants became exposed. The doctor contacted a surgeon who has many years of experience with medpor implant placement and removal.